Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down/smartphone lockdown. Omnipod 5 software app version 3.1.6. Operating system n5004l-am-q-mv01602-06-01.06. Hardware n5004l. Cgm sensor type g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in the emergency room with hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached greater than 400 mg/dl while wearing the pod between 24 and 36 hours. When the pod was removed from the infusion site (leg), the pod's cannula was found bent and the patient reported being unsure if the cannula was properly seated in the infusion site. Symptoms reported include nausea, fatigue, irritable, dry mouth, dehydration and vomiting. The patient was treated with insulin, intravenous fluids, 400 ml of saline and anti-nausea medication, and another medication for nausea that the patient cannot remember the name of. The pod was removed and discarded at the hospital. A new pod was placed at the hospital. The patient was released 6 hours later on the same day, (B)(6) 2026.